Event description:
It was reported that a 67-year-old male underwent a revision surgery in (B)(6) 2025. He's retired and has a low level of activity. In (B)(6) 2025 he came back with thumb pain that had been present for two weeks. Two weeks after the onset of pain, he fell from a sun chair and took hold with his operated hand which might have made it worse. The revision surgery confirmed the liner failure.there was no loosening of cup/stem. Surgeon replaced the cup and neck successfully. According to the surgeon, the cup was mispositioned and might have been in conflict with the neck.

Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. Although concessions are associated with this batch release, it is not considered to be related to the reported incident. After a thorough investigation (returned device, device history review record, medical imaging, complaint history review), it appears that the failure is primarily related to cup mispositioning leading to intra-prosthetic conflict, which may have led to the implant breakage. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.